Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting continuous beeping tones. Upon interrogation, the device displayed a message indicating a possible malfunction had occurred.